Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing and loss of capture threshold were noted. During lead revision perforation of the lead through the rv apex was observed via imaging. The lead was successfully repositioned.